Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was returned broken into three pieces. The first piece measured approximately 92.7 cm from the top of the connector to the break. The second piece measured approximately 54.8 cm from the break to the break and kinks were noted. The third piece measured approximately 198.3 cm from the break and includes a portion of the distal tip and kinks were also noted. The cause code for this event is manufacturing deficiency. The exposed glass portion measured approximately 0.1 cm. The pattern on the tip face is consistent with a tip detachment. The remainder of the fiber, including the connector, was not returned. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during procedure, three laser fibers were illuminating from tip to tip. The procedure was completed with a fourth flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken and tip detached.